Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
It was reported the patient experienced a blood clot in her lung and experienced difficulty in breathing. The patient was presented at the emergency room and was prescribed blood thinner medication. Reportedly, the issue of blood clot was not related to the scs device or the procedure. Additionally, the patient is feeling better.